Manufacturer narrative:
The pump remains implanted in the patient. The controller is being returned to the manufacturer for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any information received regarding this event after filing this report shall be filed on a supplemental MDR. Pump remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller ((B)(4)) was returned to heartware for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Analysis of the device revealed that the device met specifications; the controller passed visual inspection and functional testing. Review of the log files revealed a pmc reset event logged on january 21, 2015 at 09:48:19 hours (event date) most likely due to an electrostatic discharge (esd), confirming the reported event. The pmc reset event caused a pump stop and a subsequent motor start event. Controller was manufactured in 2010 and it is not equipped with an esd shield. Controllers without the esd shield are more susceptible to esd events. Analysis of the controller log files, as well as the results of similar investigations indicate that the most likely root cause of the reported event is due to electrostatic discharge (esd) which caused data corruption in the pump motor controller and consequently resulted in the pump stop. Investigations with malfunctions involving esd events have been investigated in a CAPA which resulted in an fsca notification and the addition of an esd shield to the controller. The reported controllers were manufactured prior to the implementation of corrective and preventive actions. The fsca apr2013 field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd occurrence; fsca apr2013.1 was issued as an expansion of fsca apr2013 to remove affected controllers susceptible to esd. Heartware distributed a field safety correction notice (fsca apr2013) following two incidents of patient deaths where the electrostatic discharge (esd) was suspected to cause or contribute to data corruption in the pump motor controller (pmc) resulting in a loss of commutation. Heartware has not demonstrated conclusively that esd caused the events in the field; only that symptoms are consistent with an esd challenge replicated in the laboratory. Static electricity is widely present and more so in certain conditions such as in drier environments and in the vicinity of certain materials and fabrics such as silk clothing and carpeting. Discharge of static electricity commonly referred to as electrostatic discharge (esd) may interfere with electronic equipment. The heartware® controller, as a piece of electronic equipment, is susceptible to esd. The fsca apr2013 field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd occurrence. Fsca apr2013.1 was issued as an expansion of fsca apr2013 to remove affected controllers susceptible to esd. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Approximately three years nine and a half months post implantation, this patient experienced a loud, two-toned alarm that was unable to be muted, with no visible alarm on the controller screen. The patient also reported that during this time displayed pump parameters were changing erratically on the controller display. The controller was exchanged without issue by another patient and is being returned to the manufacturer for evaluation. There was no reported patient injury.